Event description:
It was reported that this system with implantable cardioverter defibrillator and right ventricualr (rv) lead displayed an alert for fault code 1005 and exhibited noise on the rv channel which was reproducible with isometrics. Additionally, it was reported that the arrhythmia logbook showed episodes with no therapy, but the patient did receive therapy with max energy shock. Tachy therapy was turned off to prevent any further inappropriate shocks. Technical services (ts) reviewed the data and confirmed noise and inappropriate shock. Ts advised to run the impedance test in presence of noise and rv lead noted to have pacing impedance of greater than 3000 ohms. Possibility of lead fracture and replacement was discussed. It was noted that past shock lead impedance (sli) trend was stable with minor decrease seen due to shock given. Ts confirmed that the arrhythmia logbook incorrectly displayed "no therapy" when all therapies were max energy shocks. At this time, this system remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating that the root cause of the reported observation is lead fracture. The rv lead was surgically abandoned, and a new lead was successfully implanted.

Event description:
It was reported that this system with implantable cardioverter defibrillator and right ventricualr (rv) lead displayed an alert for fault code 1005 and exhibited noise on the rv channel which was reproducible with isometrics. Additionally, it was reported that the arrhythmia logbook showed episodes with no therapy, but the patient did receive therapy with max energy shock. Tachy therapy was turned off to prevent any further inappropriate shocks. Technical services (ts) reviewed the data and confirmed noise and inappropriate shock. Ts advised to run the impedance test in presence of noise and rv lead noted to have pacing impedance of greater than 3000 ohms. Possibility of lead fracture and replacement was discussed. It was noted that past shock lead impedance (sli) trend was stable with minor decrease seen due to shock given. Ts confirmed that the arrhythmia logbook incorrectly displayed "no therapy" when all therapies were max energy shocks. At this time, this system remains in service and no additional adverse patient effects were reported.